Event description:
Patient was implanted with prodisc-c at level c4, c5 on (B)(6) 2011. It was discovered on an unknown date the pdc migrated. Patient was returned to or on (B)(6) 2013, the pdc was removed. There was no reported consequence. No further information available at this time.

Manufacturer narrative:
Device used for treatment and not diagnosis. All device history records and raw material records were reviewed and no non conformities or complaint related issues that would contribute to this complaint condition were found.